Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were trying to change their set the morning of the call and when they were trying to prime, their pump alarmed compromised forced sensor. The customer¿s blood glucose was unknown. During prime rewind anomaly troubleshooting, the customer said that the drive support cap was normal and that they were treating their blood glucose with syringes. Also, advised the customer that the possible cause of the compromised forced sensor alarm occurred during seating the force sensor which did not detect the reservoir. They were advised that the pump would need to be replaced, to discontinue use of the pump and to revert to a backup plan per their healthcare provider¿s instructions. The insulin pump will not be returning for analysis.